Event description:
It is reported that the device was implanted in 1998. The pt developed mechanical symptoms with a grinding sensation as well as pain and recurrent effusions. Revision surgery occurred in 2007, where extensive synovitis with a black discoloration of the synovium was found. After extensive synovectomy, removal of all black stained tissue, extensive fragmentation of the tibial component was noted. There were multiple small fragments of polyethylene within the joint and all these were meticulously removed, and a revision completed.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: cause cannot be definitively determined. Evaluation: no product or x-rays were returned for evaluation. No lot number was provided; therefore, device history records could not be reviewed.